Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed high out-of-range (oor) pacing lead impedance (pli) and loss of capture (loc) at maximum output. The patient was sent for x-ray. Additional information received indicated that the local boston scientific field representative was not aware of the x-ray result. The physician programmed the device to aai. The device remains in service. No adverse patient effects were reported.